Manufacturer narrative:
The reported event was addressed with phone support. The issue of trocar movement on universal surgical manipulator (usm) 4 during the surgical procedure resolved after the usm was repositioned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is related to the challenging angle and length of the trocar used, combined with the absence of targeting during setup.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was movement of the trocar on universal surgical manipulator (usm) 4 during the case, which required them to burp the system arm. The technical support engineer (tse) spoke with the surgeon, who noted that a long trocar was being used at a challenging angle in the patient. Log review showed a series of error 100 from the flex joint on usm 4. The tse explained that the set up joint (suj) movement was likely attributable to the angle and length of the trocar and the absence of targeting. The surgeon reported that the issue had resolved before the call after the system arm was repositioned. The tse suggested reaching out to the clinical sales representative (csr) for advice on port placement when using long trocars. The procedure was completed as planned with no reported injury.